Manufacturer narrative:
The insulin pump was received with button error alarm and no down arrow button response due to corroded keypad traces. Unable to perform the displacement test, verify scrolling numbers, or stuck screen due to no button response. No unexpected vibrate alarm noted. The insulin pump had cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was 70 mg/dl. The customer stated that she was trying to enter her carbs numbers going up uncontrollably. The customer stated that screen stuck and unit vibrates. The customer stated that there is no significant event leading to the keypad issue. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan.